Manufacturer narrative:
Corrected data d1 brand name and d4 catalog number updated/corrected. Investigation summary pericardial effusion, thrombocytopenia, renal failure: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64 year old male presented with chest discomfort and was diagnosed with coronary artery disease and aortic valve stenosis with an ejection fraction of 10% and alcohol abuse with liver cirrhosis. During cardiac surgery, an impella 5.5 was electively placed in addition to an extracorporeal membrane oxygenation. The patient also required continuous renal replacement therapy due to renal failure. On the first day of support, a pericardiocentesis was required to drain a pericardial effusion. A controller error occurred and resolved without any documented action taken. Systemic anticoagulation was withheld following thrombocytopenia and a suspected heparin-induced thrombocytopenia that was later ruled out. After 11 days of support, the patient developed atrial fibrillation that intermittently re-occurred. After an off-label prolonged support duration of 27 days, the patient was successfully weaned and the impella 5.5 was removed. Aic - controller failure/error during impella 5.5 support (day 2), there was an issue with the automated impella console (aic) that triggered a controller error (yellow alarm). There was no documented action taken in response to this issue. There were no further mentions of this issue or any additional aic issues. 5.5 (source: 11/3 pt. Update note) on day 13 of impella 5.5 support, it was determined that the device was in the wrong position. The abiomed representative documented that the impella was too deep. The pump was subsequently pulled back to reposition.